Event description:
It was reported that during the procedure in the bile duct, the stonetome stone removal device wire broke "in five minutes at 120v with endo cut mode." The procedure was successfully completed with another stonetome stone removal device. There was no reported clinical consequence to the pt.

Manufacturer narrative:
.